Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing thresholds had increase on this right ventricular (rv) lead one day post implant as well as a decrease in pacing impedance measurements, but not out of range. All other measurements appears normal. The device was reprogrammed and no further changes were made. No adverse patient effects were reported. Additional information received noted that the patient was admitted to the hospital due to suspected pulmonary embolus. Upon arrival an rv lead perforation was discovered with no evidence of a pulmonary embolus. The lead was successfully explanted, replaced and will not be returned. No additional adverse patient effects were reported.